Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID pnma01411a004. Serial# unknown. Product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's ins has returned to "clinical settings" since the patient had an MRI 3 weeks prior to the call. The patient noticed a difference in their adaptive stimulation settings. Patient services recommended that the patient contacted their doctor for programming. The patient stated that they usually contact the rep direct and "work around the system". The rep stated that their antenna is loose. No further complications were reported or anticipated. No symptoms were reported.